Manufacturer narrative:
No unexpected battery alarm was noted during testing. The insulin pump had intermittent button response on the act button due to corroded keypad traces. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. The insulin pump had a cracked display window, cracked cae at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was reported that the insulin pump alarmed battery out limit. Customer's blood glucose reading was 110 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.